Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that a part of the label print that has the item number, shell size, liner size and a part of the 2d barcode is missing. Device history record (DHR) was reviewed and no discrepancies were found. The product was non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant arrived as restock to the facility and when the sales rep received the implant it did not have an item number, shell size, or liner size on the label. Attempts have been made, and no further information has been provided.